Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient with legacy leads/extensions and a percept pc, had the pc replaced with a percept rc due to high settings. After connecting, the impedances were checked, and 3 to 4 contacts per electrode were red. Switching back to the percept pc they had all contacts green, thus ruling out problems with the leads/extensions. A 2nd percept rc was unpacked and connected but again, multiple red contacts and the extensions gave more resistance when inserting into the percept rc headers, compared to the percept pc header. The physician has previously connected a percept rc with legacy extensions with no issue. Physician connected back to the 1st percept rc and reconnected everything multiple times, but a better result was not achievable than 2 of the 8 contacts red. Next friday 2nd of february the manufacturer representative (rep) will assist in programming the patient on managing his symptoms but have to avoid the 2 red contacts. Agent reviewed there is no difference between the resistance of the percept pc and percept rc when inserting the extensions, for both the legacy as the sensight extensions. The difference between the two neurostimulators is the tr ansparency in the header on the outside of the neurostimulator and should not cause connection issues. Additional information was received from the manufacturer representative (rep) that the percept rc was faulty and when packed out of the box showed high impedances on multiple contacts while the previous battery did not. No environmental/external/patient factors that may have led or contributed to the issue are known. Multiple times the extension was reconnected into the percept rc without success in solving the high impedances during the procedure. The old "replaced" battery was connected again to troubleshoot if the leads/extensions were broken and cause of high impedances. However this was not the case, thus suspecting the new percept rc was the cause of the issue. The percept rc was not implanted and will be returned. Additional information was received from the rep clarifying that a different percept rc was implanted. The issue partly resolved as it improved but still 2 contacts on electrode stayed bad.

Manufacturer narrative:
Concomitant medfical products: product ID: b35300, lot#/serial#: (B)(6), product type: implantable neurostimulator; product ID: neu_unknown_ext, lot# serial#: unknown, product type: extension; product ID: neu_unknown_lead, lot# serial#: unknown, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No numerical value is available for the second implanted ins. The impedances were red. The patient is not receiving sufficient therapy from the second implanted ins because not all contacts were able to be used due to the high impedances. A revision was performed and the extensions and leads were checked and replugged. This solved the issue and patient has all green impedances. The issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: b35300, serial# (B)(6), product type: implantable neurostimulator. Product ID: 3708660, serial# unknown, product type: extension. Product ID: 3389-28, serial# unknown, product type: lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.